Event description:
It was reported that intermittent occlusions alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. To resolve the issue, the customer changed the infusion set and cartridge and successfully resumed insulin delivery.